Manufacturer narrative:
The product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. A review of complaint records for the previous 12 months could not be performed since the lot number was not provided. No further action is required. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the evaluation of the isocool handle confirmed the complaint. There appears to be a segment of isocool engagement plug lodged in on side of the handle, preventing proper assembly of the isocool tip. This damage is associated with improper and/or aggressive handling resulting in engagement plug breakage. It is likely that excessive force was applied to the returned isocool tip when assembling into the isocool handle and caused the engagement plug to break, this however could not be confirmed. It is recommended that tips be handled appropriately to prevent breakage and insure proper function. There were no other anomalies noted on the returned handle. We will continue to monitor for this or similar complaints for this product code and lot number.

Manufacturer narrative:
(B)(4). The customer was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Event description:
As reported by the sales rep, during a procedure, while removing disposible isocool tips from the handle, a portion of the tip stayed in the handle. They were unable to load another set. The handle was purchased in (B)(6) 2017, and used only several times. No adverse or delays reported. The product will be returned.